Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer inquired for a written pdf material on the correct way of removing a bard foley catheter. It was also reported that the customer had an issue the previous day where a foley catheter was placed in allegheny general hospital and the patient was sent to good samaritan regional medical centre ICU. Stated that upon deflating the balloon, it folded and created an o-ring instead of lying flat. Customer was unsure if the catheter used was a bard catheter or not. It was also reported that the same issue had occurred with a bard catheter on (B)(6) 2022.

Event description:
It was reported that the customer inquired for a written pdf material on the correct way of removing a bard foley catheter. It was also reported that the customer had an issue the previous day where a foley catheter was placed in allegheny general hospital and the patient was sent to good samaritan regional medical centre ICU. Stated that upon deflating the balloon, it folded and created an o-ring instead of lying flat. Customer was unsure if the catheter used was a bard catheter or not. It was also reported that the same issue had occurred with a bard catheter on 06apr22.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be due to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.